Event description:
Customer reported that the alarm sounds continuously when in use with the pir sensor. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. Customer is not sure if the sensor is functioning properly and did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm the reported issue of a continuous sound when in use with the sensor. The alarm has no power. However, a battery spring is badly bent and the unit powered on with an external power supply. The unit passes all functional tests. Note: instructions for use states: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).